Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that the: "patient has had pain since surgery. I think the implants are malaligned. There were issues during the original surgery done elsewhere."

Manufacturer narrative:
Corrected fields: product available to stryker (d9), device code grid, results code, and clinical signs code grid (h6). The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the surgeon reports malalignment of the components, here. The tibial component does not show clear malalignment and no signs of loosening or migration. The talar component shows some radiolucence and smaller cysts anteriorly. That could be interpreted as signs of loosening and a little subsidence. Malalignment could be regarded as a treatment or measurement related issue, while the loosening is more likely to be related on patient factors like the bone quality. There is no clear statement possible on that, though. Furthermore, the talar component could be chosen a little bit too large, which would also be regarded as a surgeon or treatment/measurement related issue. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that the: "patient has had pain since surgery. I think the implants are malaligned. There were issues during the original surgery done elsewhere."